Event description:
To summarize this event, a (B) (6) female with cardiogenic shock and a large vsd underwent attempted percutaneous closure with an 18mm amplatzer septal occluder (aso). Upon deployment of the aso, it became clear that the tissue margins were inadequate to anchor the device. The fully expanded left disc (32mm) slipped through the vsd and into the rv. The patient developed cardiac tamponade and all rescue measures were futile, including an emergent pericardiocentesis. An lv apical or rv free wall tear was deemed as the most likely etiology of the acute tamponade. The patient died at 10:55 am on (B) (6) 2010. The patient expressed prior wishes for and the family agreed to a limited post-mortem examination.

Manufacturer narrative:
Aga medical contacted the implanting physician and no additional information was provided regarding this event, including medical records or implant images. Should additional information become available, aga medical will file a supplement report.